Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion on the metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure @ 25,095 joules and 4:06 minutes of usage; "cracked fiber" was noted for first fiber. The fiber was exchanged and second fiber issue of "cap loose" @243,506 joules and 25:44 minutes of use was noted. The fiber was exchanged and third fiber issue, "cracked fiber - cap loose" @23,666 joules and 2:48 minutes of use was noted. The procedure was completed using third fiber. Patient outcome: no injury to patient was reported. This event is for the first fiber.